Event description:
A report was received that the patient was experiencing a headache following the trial procedure. The physician assessed that the patient had a procedure related csf leak and gave the patient medication. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot#: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was experiencing a headache following the trial procedure. The physician assessed that the patient had a procedure related csf leak and gave the patient medication. The patient was reportedly doing well.